Event description:
Related to MFR report # 2183959-2012-01480. It was reported by plaintiff's attorney that the plaintiff was implanted with an elevate posterior on (B)(6) 2010 plaintiff alleges to have experienced significant mental and physical pain and suffering, permanent injury. The plaintiff has been forced to undergo extensive medical treatment including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, nerve damage, and remove portions of the female genitalia.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.